Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet pump exhibited a hardware failure in which the screen assembly separated along the midline of the device, consistent with a screen bezel separation. Symptoms included no adverse clinical effects. Outcomes included no impact on health or medical intervention. Investigation included collection and review of user-provided photographs and verification of the mechanical separation by support personnel. Investigation of this device revealed a confirmed enclosure integrity issue localized to the display/bezel component, with the device otherwise unassessed due to nonreturn at the time of reporting. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage related to environmental stress and wear.